Event description:
A pt reported blood glucose reults of "_13.7_mmol/l" with a lifescan meter and "_10.6 mmol/l" on a lab device, performed within_10_ minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose.